Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation of the device found the upper latch switch bracket screws were loose. This allowed for the upper latch switch to move in and out from the upper door latch. The loose screws were triggering an intermittent open/closed switch connection. This was causing the system error 322. As a result, the upper aux assembly will be replaced.

Event description:
It was reported that a spectrum pump was alarming for a system error 322. It is not known when or which care area this occurred in. There is no reported pt injury. No further info is available.